Manufacturer narrative:
The product wasn't returned. No communication about product reference or lot number which prevent from reviewing the device history records and traceability. More information was requested to the reporter, no answer until this day. Investigation still in progress. Conclusion not yet available.

Event description:
Mobi-c p and f us : disassembled during insertion. According to the reporter : it was a disassembly case of a mobi-c p and f implant no sufficient information about the event were received. Information was requested to the reporter, investigation still in progress.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The product was not returned to ldr. Therefore, no product evaluation could be performed. Several attempts were made to the reporter to collect additional information on this event. Yet, no answer was received. The review of the device history records and traceability could not be performed as no information concerning the implant (reference and lot number) was reported. From information provided, the investigation found no evidence to indicate a device related issue. Indeed, it is possible that a poor loading was done as peek cartridge was reported as loose causing the implant disassembly. It is clearly stated in the surgical technique to take care to stop threading as soon as full contact is achieved to avoid premature opening of the peek cartridge and releasing the implant (step 9: mobi-c insertion). Moreover, visual control of contact can be confirmed using the window on the implant inserter. The word up, indicating the top of the device, becomes completely visible when the correct position is obtained (step 9: mobi-c insertion). Yet, the lack of information received, especially concerning the product information, and the absence of product return and evaluation prevent from validating the root cause of the complaint. The root cause remain undetermined with the most likely hypothesis of user error during implant assembly on inserter. If additional information is received that allows to confirm the conclusion, this case will be reopened.

Event description:
Mobi-c p&f us : disassembled during insertion. It was reported on an email dated may 25th 2018 that during cervical surgery , a peek cartidge of mobi-c prothesis come loose during insertion , and then came off , the operative crew couldn't gest is back assembled , therfore another implant was opened and used. No known patient impact or surgery complication.